Manufacturer narrative:
The sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filled out on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group deutschland received a report that the s5 roller pump stopped and displayed an error message during the procedure. Hand-cranking was used to maintain blood flow until function was regained by power cycling the pump and the case was completed without further issues. There was no report of pt injury.